Event description:
It was reported through the stryker facebook page, "I just have one question about this when I get up in the morning I can¿t hardly walk but after a while I can walk on it and how long is the pain supposed to be?"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.